Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:222co20121) , the test result is pass. .it is unscientific for customers to use different brands to compare the test results. It is recommended to compare the pcr test results at the same time. Ongoing follow-up to collect information.

Event description:
Customer feedback : false negative was yesterday morning around 9am and then again at 12:30pm. The tests were purchased through amazon. / took both tests and they both said negative and my walgreens rapid test was positive. (B)(6).